Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was unavailable. A functional check and visual inspection were conducted. The reported issue was able to be verified. The pump was found to be displaying "1210 error code and goes into 1260" error code alarm message when batteries were inserted. One side of the internal real time clock lithium battery lead was lifted and that cause the issue. The microprocessor unit board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had error codes 1210, 1261 and 1260. There was no reported adverse event.